Event description:
It was reported that during follow-up increased capture threshold, decreased pacing lead impedance and decreased sensing were noted. Fluoroscopy revealed lead dislodgement. During a subsequent follow up, threshold and impedance were stable, but the sensing had decreased further. The physician elected to monitor the patient. The patient condition was good.

Event description:
New information received notes that after an induction test, t wave oversensing was observed. The lead was explanted and replaced. Patient condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).